Event description:
The explanted devices were received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator. The reported detachment of the set screw was not observed. Proper output functionality was verified using the bench oscilloscope. The returned in-line test resistor showed set screw indention marks and measured 4,007 ohms. The diagnostics were as expected for the programmed parameters. Various electrical loads were attached and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The canted spring was observed to be further in the slot than what is seen typically and likely was the cause of the high impedance (previously reported in MFR report# 1644487-2017-04775). The downloaded data revealed that 1.274% of the battery had been consumed. Impedance values stored in the generator data showed the impedance varied between high and normal impedance values between the dates of (B)(6) 2017 and date of explant, (B)(6) 2017. There were no other performance or any other type of adverse condition found with the pulse generator.

Event description:
During lead revision surgery for high impedance (previously reported in (MFR report#1644487-2017-04775), the setscrew fell out of the generator and the generator was replaced. Review of the manufacturing records for the generator verified the device met all specifications prior to distribution. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.